Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. During the procedure, the patient's cavity was retroverted. The catheter had to be held in an almost vertical position due to the patient's anatomy, which made the catheter rest against the patient's skin and left a superficial burn where the white part of the cannula touched. The burn was shaped exactly like the catheter. Initially, the burn did not look that deep. The surgeon gave the patient a topical medication, which made the burn visually almost disappear. It was unknown if there was any other medical or surgical interventions performed.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.